Event description:
The manufacturer previously received information alleging a disconnection issue. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. During the evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log. The device¿s main pca was replaced to address the issue. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This issue has been identified under the fsn 2023-cc-src-039. Additionally, not related to the above issue, the device's airpath was replaced preventatively. The device was tested and passed all final testing. The device was scrapped. The bipap a40 pro (blx3100s19) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.